Event description:
It was reported that the patient's blood glucose (bg) reached >250 mg/dl while wearing the pod between 24 and 36 hours in the abdomen. While reporting this pod for the cannula being bent, it was discovered that the pink slide insert did not move into the viewing window, which indicates a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.